Event description:
A review of service data detected a reportable problem. During servicing, battery charger/model sn (B)(4) was unable to power up. The last patient to use this battery charger/model did not report any deficiencies.

Manufacturer narrative:
Device evaluation of battery charger/model sn (B)(4) has been completed. As received, the battery charger would not power on. The cause of the battery charger not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective battery charger/modem.